Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. Since no repair was available, the smart cable was scrapped. Additional part used: gs avl/gvm monitor, catalog: 0570-0338, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the blade didn't light up and didn't produce an image though, with another cable, it did. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.